Event description:
Patient was on an oscillator and being bathed by rn and tech when the oscillator turned off. Rn ran out of room to call respiratory then ran back to push the reset button. When the vent turned back on, it attempted to give a couple of breaths then turned back off. At that point staff started to bag patient while respiratory therapy attempted to restart the ventilator. Patient continued to be bagged while respiratory attempted to restart the ventilator. Once staff realized the oscillator could not be restarted, respiratory therapy placed him on the conventional ventilator where he remained for the next 6 days, then was extubated and placed on palliative care. Manufacturer response (as per reporter) for oscillating ventilator, sensormedicsmanufacturer provided loaner ventilator and rga# for product return evaluation.